Event description:
It was reported that difficulty occurred during retrieval of the filterwire. The target lesion was located in the internal carotid artery and common carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During the procedure, severe resistance was felt when trying to retrieve the filter with a retrieval sheath. The retrieval sheath was replaced, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient information, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient information, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty occurred during retrieval of the filterwire. The target lesion was located in the internal carotid artery and common carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During the procedure, severe resistance was felt when trying to retrieve the filter with a retrieval sheath. The retrieval sheath was replaced, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.